Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked. Two days later, the touchscreen became unresponsive and the customer could not access the bolus screen or the options menu. The customer reverted to manual injections for insulin therapy, as the pump was not functional. There was no reported impact to the customer's blood glucose (bg) level at the time of the event. After customer reverted to manual injections, a bg level of 560 mg/dl was experienced and was addressed via manual injection. Bg level was 116 mg/dl at the time of the report.